Manufacturer narrative:
The insulin pump unable to perform the displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 66 mg/dl. The customer reported that the crack at side of pump, and black o-ring near opening of reservoir compartment. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump was returned for analysis.